Manufacturer narrative:
Additional information: date of occurrence estimated based on information received. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Corneal edema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR # reference: (B)(4).

Event description:
It was reported that during an implantation of a trabecular micro bypass stent there was significant intraoperative blood reflux which resolved after two (2) tamponade (bss and healon) intraoperatively. The patient presented on week one (1) post-op with mild corneal edema and vision of 3/60 with iop of 8 mm hg on three (3) medications. There were no blood cells in the anterior chamber (ac) at one (1) week post-op, and the surgeon planned to discontinue one (1) glaucoma medication. The surgeon expressed concern that intraoperative tamponade may have altered remaining disc (pre-op cup disc at 0.9). The surgeon believes that advanced glaucoma with high cup disc, corneal edema, patient history of fuchs dystrophy and intraoperative tamponade could all be contributing factors. The surgeon conferred with glaukos medical monitor who reported the following on (B)(6) 2019. Based on the surgeon¿s account, there was no significant iop spike and the patient does not have a very constructed field. Additionally, there is not much of hyphema in the ac and no cystoid macular edema (cme). The surgeon noted some blood posterior to the iol which may be resolving. Treatment options were discussed based on the status of the patient. Additional information is being requested.